Event description:
The customer reported fluid leaked from the bottom of the white blood cell (wbc) bath involving coulter lh 750 hematology analyzer. The fluid leak was contained within the unit. The customer had on personal protective equipment (ppe): gloves and a laboratory coat during the incident. The customer has an exposure control/risk management plan at the facility. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse discovered tubing at valve vl 12b leaked and replaced the tubing to resolve the issue. The unit conformed to the manufacturer's published performance specifications. (B)(4).